Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomed and confirmed that the speaker was functioning properly and the device volume was not muted. The biomed rebooted the classic pic device to resolve the issue. The cause of the reported problem is unknown. The reported problem was confirmed. The issue was resolved following the device reboot. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that audible alarms are not received at the central monitoring station. The device was in use on a patient at the time of the event. There was no adverse event reported.